Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01334. The hospital discarded the device.

Event description:
While preparing two ruby coils on the back table for a coil embolization procedure, the scrub technologists inadvertently kinked both ruby coils pusher assemblies. The kinking of the ruby coils occurred prior to use and therefore, the ruby coils were not used in the procedure. The procedure was successfully completed using additional ruby coils.